Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated rv (right ventricular) oversensing. Beginning (B)(6) 2015 twos identified in non-sustained ventricular tachycardia episodes and ventricular fibrillation (vf) episodes #93 and 97. Since (B)(6) 2016 sensing integrity counter (sic) measured 130. Right ventricular (rv) lead pacing impedance is within range.

Event description:
It was reported that the patient's lead had low impedance and oversensing on the electrocardiogram. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.